Manufacturer narrative:
The review of provided data confirmed the reported issue: the change in the size of the screen during a short period of time. In the provided data of the reported case, it has been confirmed that the resolution and screen display management were not executed correctly: as a result, the user interface of the programmer module, instead of being displayed normally in full screen at 800x600 pixels, was displayed on a 1280x800 pixel screen. This explains why it appears smaller, occupying the top-left portion of the screen with dimensions of 800x600 pixels. This reported issue can be resolved by connecting/disconnecting the smarttouch xt tablet from the docking station. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, when removing the tablet from the docking station during an implantation, after the short period of time with black screen, the screen size has been decreased.

Event description:
Reportedly, when removing the tablet from the docking station during an implantation, after the short period of time with black screen, the screen size has been decreased.